Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens but was unable to position the lens correctly in the eye. Upon removal of the lens, the lens tore in half. There was no pt injury and another same type model lens was implanted.